Manufacturer narrative:
Method: materials and chemistry evaluation. Result: maintenance problem. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and the system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number for this failure mode is within acceptable limits. The sra indicates the risk associated with exposure to toxic or corrosive material to be considered "low." The cause of the haze/mist/vapor was due to the screw of the vacuum pump being accidentally left off during a planned maintenance service. The fse representative was re-trained on the planned maintenance procedures. The issue was resolved at the customer's facility. The issue will continue to be tracked and trended.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum subsystem screws were tightened to resolve the haze issue. Unit meets specifications and was returned to service on 03/09/2016.

Event description:
A customer reported an event of a haze emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.